Event description:
Patient was revised to adress a broken adapter bolt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: fracture of the femoral cemented stem is consistent with a fatigue fracture with lateral initiation. The extent of third body damage to the insert and tibial component is consistent with cement particle debris, which suggest break-down of the cement, and therefore loosening of a component. Review of the device history records was performed and no discrepancies or anomalies were discovered during this review and no non-conformances were associated. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the newly reported knee device as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the new information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint us still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.